Event description:
It was reported the patient had pain at his ipg site. The patient had lost approximately 100 pounds and is requesting a smaller ipg. Follow-up identified the patient is scheduled for another surgical procedure, date is unknown at this time. Surgical intervention for ipg replacement is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.